Event description:
It was reported difficulty accessing the center port. Per the reporter they checked the pump under fluoro and confirmed that it was flipped (reservoir appeared to be closer to skin surface). The hcp then manually flipped the pump back into proper position. Per the reporter the pump was last refilled (B)(6) so it must have flipped sometime between then and the day of the report. It was further noted that the pump was able to be refilled as the hcp was able to manually flip the pump. The reporter indicated the pump would most likely stay as is. Pocket revision would be determined after the patient consults with implanting hcp. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient was not experiencing symptoms. Upon revising the pump pocket the surgeon found that he had not properly secured the pump during initial implant. The patient had a pocket revision done on (B)(6) 2014. No other troubleshooting or actions were performed. The patient was noted as doing well and receiving effective therapy.